Manufacturer narrative:
This report is submitted on may 31, 2017.

Event description:
It was reported that the patient's device was explanted in 2016 (specific date not reported) due to extrusion of the device. There are no plans to re-implant the patient with a new device as of the date of this report.